Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode. The device was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned in backup vvi operation. Visual inspection of the device revealed no anomalies. Review of the session logs battery trend data indicated average monthly battery levels were above elective replacement indicator (eri) throughout the entire implant duration. The device was monitored for several days, however, the anomaly could not be reproduced and the cause of code corruption could not be determined. An interrogation of the device in nominal setting was performed and revealed no anomalies. A longevity assessment was performed and the total projected longevity is 10.37 years, implant duration is 8.07 years and remaining longevity is approximately 2.3 years to eri and is considered normal battery depletion.